Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event a customer reported that several eddy irrigation tips broke during treatment (exact number unknown). The outcome of the event is unknown as of this MDR evaluation.